Event description:
Customer complaints: blood leak during treatment. This is the first complaint of two complaints. MFR report #9611369-2007-00382. The blood loss was 284 ml. No patient harm, no medical intervention was necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Further info are expected for this event as soon as the samples arrives and the investigation begins. The root cause of this event cannot be determined yet.